Event description:
It was reported that the patient was transferred back to cardiovascular intensive care unit due to recurrent ventricular tachycardia (vt). Patient was alternating between atrial fibrillation with rapid ventricular response and likely ventricular tachycardia. The patient had runs of vt in 150¿s post transfer to floor post implant. Patient had a history of vt and was on tikosen, unable to use amiodarone as the patient has a history of amiodarone toxicity, with lung fibrosis. Patient had a history of arrhythmias prior to left ventricular assist device (lvad) implant. It was noted that the arrhythmia had a negative concordance in the precordial leads, suggesting site of origin from the lvad implant site. An implantable cardioverter-defibrillator was implanted prior to vad. The patient was discharged home on (B)(6) 2021 with no anti-arrhythmias other than digoxin.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively be determined. The patient remains ongoing with heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transferred back to cardiovascular intensive care unit due to recurrent ventricular tachycardia.